Event description:
Caller indicated the relion micro meter was giving high readings. On several occasions, he would get high readings over 300 in the morning he would dose himself with insulin according to the readings but about 10 minutes later he would have symptoms of low blood glucose and retest and get low readings around 50. This caused him to believe that the meter was not always accurate and he no longer doses himself based on the readings. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.